Event description:
A malfunction was reported by the caller involving a pump, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer tried to reset the pump but was unable to at the time and planned to do so later. Technical support later assisted in providing pump reset information and helped the customer reset the pump. The malfunction code did not recur after resetting, and the customer was able to continue using the pump. Technical support advised the customer to call back if the malfunction code reappears, which the caller understood.